Manufacturer narrative:
The investigation into the purge leak has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis of the root cause revealed that the cause of the purge leak was failure of the thf bond at the cartridge cap. The failure mode will be monitored and trended.

Event description:
A 50-year-old male suffered from heart failure and cardiogenic shock. He was implanted with an impella 5.0 cardiac pump for hemodynamic support. After 4.5 hours and problems with the purge system, the pump stopped. The pump could not be restarted and was replaced with a new impella 5.0 device. Subsequently, the patient has been stable.

Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed.